Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that screw loosened in the patients mouth. After it was removed doctor discover the threads were damaged. Replaced with a healing abutment.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one screw for evaluation. Visual evaluation and functional test were performed. The returned screw has signs of use and was identified as reported. The screw threads were not damaged, the screw threaded with an in-house biomet implant as intended. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was abutment screw is not torqued to specification and possibly user caused. Therefore, based on the available information, a device malfunction could not be verified. The screw threads were not damaged, the screw threaded with an in-house biomet implant as intended. However, unable to confirm loosening with all the available information. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.